Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was oversensing ventricular noise resulting in high ventricular rate episodes. Programming changes and a possible lead replacement were discussed. No further information was available.

Event description:
New information noted that programming changes were made, the patient was stable throughout and the patient weighed (B)(6).